Event description:
The complaint received states that this (B)(6) patient had restenosis of a previous cypher that was the indication for the index procedure and then suffered an mi during the index procedure. This is a (B)(6) female with medical history including dyslipidemia and hypertension. The indication for the index procedure was angina. Angiography revealed an 80% lesion in the proximal lad, greater than 30mm in length. In (B)(6) 2010 the index procedure was done for the proximal lad lesion. Pre-dilation, stent implantation x 2 (one study stent and one non-study stent) and post-dilation were performed. Ivus was used to confirm stent apposition and vessel diameter. One study stent was unable to be delivered to the target lesion and a non-cordis stent was successfully implanted. Core lab reported placement of two stents with a 28% residual in-lesion stenosis, no dissection and timi 3 flow. Per the core lab a pre-procedure 20% stenosis of a side branch had changed to 99% post-procedure. Post procedure, the cardiac enzymes were elevated and an mi was determined. The patient was; however, discharged the following day on dual anti-platelet therapy. Repeat angiography, in (B)(6) 2010, revealed the study stent to be patent; however, the distal lad had a focal 70-80% lesion. Cardiac enzymes were negative at this time. The physician noted that angio-spasm may have contributed to the event. The core lab reported a 31% in-lesion stenosis with timi 3 flow, and noted remote tvr of mid lad, study stent patent. A cypher stent was implanted to treat the mid lad lesion and dual anti-platelet therapy was continued. In (B)(6) 2010, the patient was admitted with angina, the cardiac enzymes were negative at this time. Angiography revealed a 70-80% stenosis between the two stents in the mid portion of the lad. The core lab reported a 31% in-lesion stenosis with no thrombus and timi 3 flow, noting remote target vessel revascularization. "Study stents patent...

Manufacturer narrative:
Continued: a new cypher stent deployed overlapping distal study stent." Dual anti-platelet therapy was continued. Additional information received from the site regarding CABG on (B)(6) 2012 indicated that the mlad lesion had a 95% instent restenosis of a previously placed cypher stent on (B)(6) 2010. Previously it was unknown if the lesion was within 5mm of this cypher stent or not. Since it is confirmed that the restenosis was of (B)(6) 2010 cypher stent, the file will be updated with the removal of a code of coronary artery stenosis and the addition of a code of coronary artery restenosis. Complaint conclusion: the complaint received states that this (B)(6) patient had restenosis of a previous cypher that was the indication for the index procedure and then suffered an mi during the index procedure. This is a (B)(6) female with medical history including dyslipidemia and hypertension. The indication for the index procedure was angina. Angiography revealed an 80% lesion in the proximal lad, greater than 30mm in length. In (B)(6) 2010 the index procedure was done for the proximal lad lesion. Pre-dilation, stent implantation x 2 (one study stent and one non-study stent) and post-dilation were performed. Ivus was used to confirm stent apposition and vessel diameter. One study stent was unable to be delivered to the target lesion and a non-cordis stent was successfully implanted. Core lab reported placement of two stents with a 28% residual in-lesion stenosis, no dissection and timi 3 flow. Per the core lab a pre-procedure 20% stenosis of a side branch had changed to 99% post-procedure. Post procedure, the cardiac enzymes were elevated and an mi was determined. The patient was however, discharged the following day on dual anti-platelet therapy. Repeat angiography, in (B)(6) 2010, revealed the study stent to be patent; however, the distal lad had a focal 70-80% lesion. Cardiac enzymes were negative at this time. The physician noted that angio-spasm may have contributed to the event. The core lab reported a 31% in-lesion stenosis with timi 3 flow, and noted remote tvr of mid lad, study stent patent. A cypher stent was implanted to treat the mid lad lesion and dual anti-platelet therapy was continued. In (B)(6) 2010, the patient was admitted with angina, the cardiac enzymes were negative at this time. Angiography revealed a 70-80% stenosis between the two stents in the mid portion of the lad. The core lab reported a 31% in-lesion stenosis with no thrombus and timi 3 flow, noting remote target vessel revascularization. "Study stents patent. Remote tvr of segment distal to study stents. A new cypher stent deployed overlapping distal study stent." Dual anti-platelet therapy was continued. Additional information received from the site regarding CABG on (B)(6) 2012 indicated that the mlad lesion had a 95% instent restenosis of a previously placed cypher stent on (B)(6) 2010. Previously it was unknown if the lesion was within 5mm of this cypher stent or not. Since it is confirmed that the restenosis was of (B)(6) 2010 cypher stent, the file will be updated with the removal of a code of coronary artery stenosis and the addition of a code of coronary artery restenosis. There is no sterile lot number provided for this device and thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and dyslipidemia. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported event.